Event description:
On (B)(6) 2019, the reporter for the patient (her husband) contacted lifescan (lfs) alleging that his onetouch verio 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2019 when the patient obtained a succession of strange results. The reporter stated that at 8:29am he obtained a result of 149mg/dl then had breakfast, at 11:56am he was reading 402mg/dl. Later the same day he went back down to 91mg./dl. Then he was 417mg/dl. At 7:21 meter showed that he was 256mg/dl, then at 9:01 the reporter took his blood again, the result was 79mg/dl. The reporter stated that he was "shaking, sweaty, talking out of his head and passed out". She retested his blood and obtained a result of 179mg/dl. The reporter called the paramedics and they obtained a blood glucose result of 24mg/dl. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The reporter was unable /unwilling to say how the patient manages his diabetes. The reporter stated that the paramedics revived the patient with "sugar water", it is unclear if this was administered orally or by IV. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The patient's products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged product issue occurred.